Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during a cholecystectomy. The clips were scissoring. Another device was used to complete the case. There was no consequence to the pt. One device is being returned.